Event description:
During a roche clinical trial, the following coagucheck xs plus/laboratory results were obtained: 1.9 inr/2.5 inr. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Technician is unsure which device ((B) (4)) produced specific results.